Manufacturer narrative:
A siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results was due to sample level sense errors. The cause of the sample level sense error was unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant troponin (rti) and homocysteine (hcy) results were obtained on two patient samples, generated on immulite 2500. The samples were repeated and the results were reported. Patients' treatments were no altered or prescribed. There were no reports of adverse health consequences as a result of the discordant troponin (rti) or homocysteine (hcy) results.